Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on (B)(6) 2017. The explanted device was received by apollo. Upon evaluation the connecter type associated with the reported events will be determined. Device labeling addresses the reported event as follows: precautions: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Other adverse events considered related to the lap-band system that occurred in fewer than (B)(4) of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient had their lap-band system removed due to "band slippage as well as hematosis with air in the portal vein". Additional information noted, patient experienced "abdominal pain" prior to removal surgery and "gastric pneumatosis".

Manufacturer narrative:
Taper ii. Supplement #1: medwatch sent to FDA on 08/02/2017. Device evaluation summary: a visual examination was performed on the received lap-band system with access port I, taper ii. The port was separated from the band at the port tubing near the taper. Scratches were noted on the port and port holes. Needle marks were noted on the port septum, and the port septum was noted to be discolored brown in appearance. The band ring and shell were noted to be discolored, and light brown in appearance. White particles were noted on the outer surface of the band shell. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. An air leak test was performed, and no leakage was noted. Under microscopic analysis, both ends of the port tubing had surgical end cut, consistent with removal of the device. No other unusual characteristics were noted on the access port and lap-band.